Event description:
On (B)(6) 2020, patient had a bronchoscopic lung volume reduction procedure with zephyr valves placed (4.0 ebv, 4.0-lp ebv, 5.5 ebv). Within one week of the procedure, patient developed an infection. On (B)(6) 2020, the valves were removed. At the time of this initial report, only very limited information about this event has been obtained. A follow-up report will be submitted after additional information has been received.

Event description:
The 55-year-old male patient with a history of chronic obstructive pulmonary disease, hypersensitivity lung disease, hypertension, and benign prostatic hyperplasia was a candidate for zephyr valve treatment for lung volume reduction. Patient underwent a bronchoscopy procedure on (B)(6) 2020 and three zephyr valves were placed in the anterior and apicoposterior subsegments of the left upper lobe as well as the lingula. The procedure was uneventful. The patient was discharged on (B)(6) 2020. Within one week of the procedure the patient developed an infection and a re-bronchoscopy was considered and performed on (B)(6) 2020. Observations at bronchoscopy included mucus plugging in an airway in the left upper lobe and zephyr valves in the locations where previously implanted. Exudate was noted in the right mainstem bronchus. Decision was made to remove all valves which were removed without difficulty and patient tolerated the procedure well. Bronchoalveolar lavage was performed in all segments of all lobes in both lungs and sent for cell count, bacterial culture, viral smears & culture, and fungal & afb analysis. The return was mucopurulent. Mucous plugs were present in the return fluid.